Manufacturer narrative:
A review of tickets was performed for architect tsh reagent lot: 24351ud00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue for the catalogue number. Return testing was not completed as returns were not available. A retained reagent kit of lot number 24351ud00 was tested. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue for this lot. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect tsh reagent lot: 24351ud00 was identified. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Sid was truncated; full sid is (B)(6). Initial reporter facility name was truncated; full facility name is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect tsh results for 1 patient. The following information was provided: sid (B)(6) tested (B)(6) 2021. Tsh initial result 24.97 uiu/ml, repeated 49.01 and 48.17 uiu/ml. The patient is a (B)(6) year old male with multiple hepatocellular carcinoma, high blood pressure, lipid abnormalities, diabetes.